Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was listing time of bradycardia when it was not picking up the electrocardiogram (EKG) complexes that followed the premature ventricular contractions (pvcs.) It was also reported that with activity the patient would develop symptomatic pvcs and sinus tachycardia. The ilr would capture noise as atrial fibrillation/atrial flutter and the patient was alerted on numerous occasions to download data via the monitor. The ilr was reprogrammed and remains in use.